Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Representative nicholas reported via phone call of customer's hospitalization. It was reported that the customer mentioned using apidra in their pump that caused them to be hospitalized. The customer never had insulin the vile. The customer mentioned hospitalization being a past event, and did not wish to troubleshoot. No further information provided.